Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an infection around the implant and it hadn¿t worked for a number of years and they were looking to have the implantable neurostimulator (ins) removed. It was clarified that the patient hadn¿t needed the ins and stopped using it. It was noted that the patient had some immune disorders and there was a lot of inflammation and pain around the ins. This occurred a few years ago as the patient had been battling with infections due to the immune disorders. It was reported that the patient was disabled and now was stating that it was painful enough to have the ins removed. It was noted that they believed that the patient had the implant done in 2002 or possibly 2001. Additional information received reported that the patient gave permission to send a patient letter in the future if needed. They had not figured out a health care provider (hcp) to remove the device currently and would call back when they did and provide that information. It was noted that they were not sure if the device caused the infection and just knew that the area around the device was infected and it could be due to the patient¿s autoimmune disorder.